Manufacturer narrative:
A partial lead was returned in two pieces measuring 8.8 cm. (Connector portion) and 48.5 cm. (Distal portion) with the extraction tool stuck inside the distal portion. Visual examination found procedural damage on both portions of the lead, calcification on the distal portion, and the helix stretched and clogged with blood. X-ray examination found no anomalies on either portion other than procedural damage. No conductor fractures or internal shorts were found. The reported events of high capture thresholds and high pacing impedance were confirmed due to the calcification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance and high capture thresholds. The physician explanted and replaced the lead. The patient was in stable condition.